Manufacturer narrative:
Exact date of event is unknown. The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device embolization is known potential complications associated with the transcatheter valve replacement procedure. The edwards sapien transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the valve embolization cannot be determined based on the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: salazar, rafael arboleda, et al. "Anesthesia for percutaneous pulmonary valve implantation: a case series." Anesthesia & analgesia 127.1 (2018): 39-45.

Event description:
As reported by the edwards affiliate in (B)(4) a journal article titled, "anesthesia for percutaneous pulmonary valve implantation. A case series" reported that post tpvr procedure the patient¿s valve embolized and a surgical femoral cut down was required in order to retrieve the valve. Deployment of a second valve was then required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Reference related mfgr. Report number: 2015691-2018-04250.